Event description:
A medtronic representative was informed by the site that the navigation system monitor was displaying "no input detected" intermittently throughout the day. To troubleshoot the issue, the medtronic representative booted the navigation system and reported everything looked normal. However when the medtronic representative exited the software, "no input detected" displayed on the screen for over 3 minutes with no change. The medtronic representative noted the cd drive and mouse power lights on the navigation system were cycling on and off but the computer fan was staying on. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015. Statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An its solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
Medtronic investigation of returned suspect device finds that the computer passed all testing with no problem found. Video output was consistent during all stages of testing. No fault found. As previously reported, the computer was replaced to resolve the issue.

Manufacturer narrative:
No patient was involved in this concern. Replacement computer shipped to site for issue resolution. A medtronic representative replaced the computer and performed a navigation system check-out, all areas passed. System functioned as intended after the computer was replaced. Suspect computer was returned to the manufacturer on 18-jun-2015 and is under analysis.